Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd veo¿ insulin syringe with the bd ultra-fine needle, the device experienced mix of a product type in a pack. The following information was provided by the initial reporter. The customer stated: it was reported that two different product were mixed in one shelf carton. Consumer reported item # 324911 lot # 9350245a box mixed with 324912 lot # 1215536.